Event description:
During priming of a y-type blood set, the nurse noted leaking at the clave juncture of the blood admin set cassette on the secondary infusion port. The set (set#1) was removed and another set was primed and then prepared for blood delivery to the patient. During the infusion of blood to the patient the nurse noted that the blood set had blood on the outside of the tubing 100mm from the distal end. The nurse noted a pin hole leak on the tubing of the blood set (set#2). Set#2 was removed and replaced with a third set with no additional issues. There was an estimated 60cc blood loss due to blood remaining in set#2. Both involved sets were returned to biomedical for evaluation and analysis.======================manufacturer response for y-type blood administration set., plumset (per site reporter).======================manufacturer is sending product return information.what was the original intended procedure?infusion of blood product.device #1is this a laboratory device or laboratory test?no.